Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unrelated reason. Upon device check, it was discovered that the right ventricular lead exhibited high capture thresholds and the capture was intermittent at higher output in both unipolar and bipolar configuration. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after.